Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized at the time of the peritonitis diagnosis. The cause of the peritonitis was reported as hospital acquired peritonitis. On unreported date(s), the patient was treated with bactrim intraperitoneally once every six hours (dosage and duration not reported) and an unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After a total of six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.